Event description:
The micro sagittal saw was sent for service and it ran on its own without activation during performance testing. No adverse vent was associated with the device. Na

Manufacturer narrative:
Corrosion was noted throughout the internal components of the device.